Manufacturer narrative:
(B)(4). Device passed displacement test, selftest, and active current measurement. Device received with unexpected battery power loss and had high sleep current, problem isolated to pcb 2. Unable to obtain power graph due to detail trace parameters not showing up in excel file from improper download. Problem isolated to electronic assemblies.

Event description:
The customer reported via phone call that the battery was not lasting for a week. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.